Event description:
It was reported that the gastrointestinal videoscope had glue stick at distal end (distal end has foreign objects). The issue was found during an inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: residual liquid or foreign material come out of the channel tube. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.